Event description:
Patient contacted dexcom technical support on (B)(4) 2013 to report a missing sensor wire on (B)(6) 2013. Patient claims he did not feel the sensor insert into his belly, and also claims that no sensor wire was present when the sensor was removed. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.